Event description:
Journal article received, implant related blocking of impaction ¿ a possible cause of trochanteric non-union. The therapeutical role of lateral cortical notching (lcn), stedtfeld, h.w.; boettiger, r., injury , volume 44 elsevier, feb 1, 2013 reported that the non-united fracture in eight cases of varying trochanteric fractures (a1 to a3) and intramedullary fracture fixations affected by a blocking lag screw, could have been averted by utilizing a distal dynamization plus lateral cortical notching. It is not known if it was a synthes device. No further information is available. A copy of the literature article is being submitted with this medwatch. This report is for an unknown amount of lag screw(s). This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device was used for treatment, not diagnosis.